Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description. No details have been obtained in regards which part turned out to be the source of the issue or if the issue has been resolved. The issue was reported to competent authority in abundance of caution as pressure transducer test failure may in some cases, represent a reportable event. There was no patient involvement. The root cause to the reported issue has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device related data quality updates only. A correction of fields # d1 brand name and # d4 version or model # were required. D1 brand name previous brand name: servo-I, corrected brand name: servo-I base unit d4 version or model # previous version or model #: servo-I, corrected version or model #: 6487800 the UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
Field service engineer checked the device on-site and provided information that expiratory valve coil's cable was found to be pinched. After adjustment of the cable, device passed pre-use check. Replacement the expiratory coil was recommended. The movable axis of the expiratory valve coil controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. The cause of the fault in this complaint has been determined. The cause is related to expiratory valve coil.

Event description:
Manufacturer's ref. #: (B)(4).